Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture during deployment of the device on the patient¿s right side. The needle was left inside the patient. The procedure was completed with another uphold¿ lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The investigation concluded that the most probable cause for this event is supplier manufacturing process design, and not manufacturing process design as previously reported, because the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture during deployment of the device on the patient¿s right side. The needle was left inside the patient. The procedure was completed with another uphold lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold lite with capio slim revealed that the suture on the blue dilator and the suture on the blue with white stripe dilator were broken. Both darts were located behind the cage of the capio slim. There were small amount of suture attached to both darts. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. Updated based on the analysis that the darts were located behind the capio cage.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture during deployment of the device on the patient¿s right side. The needle was left inside the patient. The procedure was completed with another uphold lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.